Manufacturer narrative:
Model number/catalog number: sc-2218-70e, serial number: (B)(4), batch/lot number: 5061218, model/catalog description: linear st trial lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. Symptoms of fever, headache, redness, and drainage at the incision site were noted. It was unknown what caused the infection. The patient was prescribed with cipro and bactrim. The patient underwent a lead pull procedure.